Event description:
Per dealer, the chair was received with a bent frame, when patient sits in chair, the chair leans, and the wheels are not going straight. (B)(4). This is for the (B)(6) did not state that there was any freight damage. (B)(6) wants new chair, not parts.